Event description:
It was reported from ous that after an orthopedic surgical procedure the locking nut of patella cutting handle was noticed to be loose. The agent present at the time of surgery. The surgeon used another patella cutting guide. It was confirmed that the device did not break during surgery and no piece was left in the patient due to the device having a loose locking nut. There was no injury/clinical consequence/adverse event to the patient because of this event. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. One of the screws appears to have disassembled from the instrument. According to the report the screw was loose. However, it had completely disassembled and was not returned with the instrument when it was provided for evaluation. The screw was likely misplaced during transportation/handling. All other aspects of the device appear unremarkable. Design: this design has been in the field since 2011. 3 complaint reports involving this device since its introduction. The occurrence rate of less than 0.5% is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Manufacturing: there have not been any other complaints from this lot number, therefore, it does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. Most likely cause: the broken instrument reported was likely the result of the locking nut becoming loose and disengaging from the assembly, making the instrument unusable. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient impact. It was confirmed that the device did not break during surgery and no piece was left in the patient due to the device having a loose locking nut. An investigation was conducted; the broken instrument reported was likely the result of the locking nut becoming loose and disengaging from the assembly, making the instrument unusable. Information was not provided for: pt. Info.